Event description:
Male (B) (6) had PICC line in place for 68 days. An approx 9 cm of the PICC catheter was left in the inferior vena cava when the nurse attempted to pull the line due to malfunction. The baby had pediatric cardiac catheterization to remove the broken piece, but the procedure was ineffective. Broken line piece remains in baby. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: intravenous feeding.